Event description:
It was reported the patient underwent a procedure involving a speedpass disposable suture lariat on (B) (6), 2010. During the procedure, the suture lariat fractured at the weld and fell into the patient¿s shoulder capsule. The surgeon was able to retrieve the foreign object, but this resulted in a delay of more than 45 minutes.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B) (4).